Manufacturer narrative:
Continued e.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, patient "was not notified of a recall". Healthcare professional, later reported, "ruptured". And "right breast capsule, foreign material, fibrosis and reactive changes". Device was explanted. Capsulectomy was performed.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "we have a new patient who advised she was not notified of a recall of her implants." Healthcare professional later reported "ruptured" and "right breast capsule - foreign material, fibrosis and reactive changes". This record is for right side. Device was explanted.